Event description:
It was reported that during a percutaneous coronary intervention procedure, a shaft fracture occurred. The 100% stenosed lesion was located in a calcified and severly tortuous mid left anterior descending artery. The 20mm x 3.75mm quantum maverick balloon catheter was used to postdilate the lesion and, upon withdrawal, the physician noticed the catheter had kinked. The kinked portion of the catheter fractured while being checked outside the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, a shaft fracture occurred. The 100% stenosed lesion was located in a calcified and severly tortuous mid left anterior descending artery. The 20mm x 3.75mm quantum maverick balloon catheter was used to postdilate the lesion and, upon withdrawal, the physician noticed the catheter had kinked. The kinked portion of the catheter fractured while being checked ouside the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the quantum maverick device was received with no original packaging or other devices. There was a complete separation of the hypotube 82.5 cm from the strain relief and 61 cm from the distal tip. The hypotube was bent near the separation and the fracture surfaces were ovaled. There was no evidence that the separation was attributable to any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).